Event description:
Patient reported that they were just seen by their dentist who informed them the aligners messed up their bite and gums. This is a contraindicated patient for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.